Event description:
After chart review and discussion with rn (registered nurse), the tome (with small wire for cutting) used during a sphincterotomy broke off on one end towards end of procedure but was intact. The tome was removed and discarded, and supply form filled out and given to inventory specialist to inform supplier. A new tome was not used because cutting was done. They were able to accomplish the remaining interventions. No patient harm or no adverse effects from broken equipment. Procedure note per doctor: "during a 5 mm biliary sphincterotomy: was made with a monofilament traction (standard) sphincterotome using erbe electrocautery. There was no post-sphincterotomy bleeding. The biliary tree was swept with an 11 mm balloon starting at the bifurcation. Sludge was swept from the duct. One stone was removed. No stones remained. A 0.025 inch x 270 cm straight visiglide wire was passed into the ventral pancreatic duct. The ventral pancreatic duct was then deeply cannulated with the 11 mm balloon. One 5 fr by 3 cm plastic stent with two external flaps and no internal flaps was placed 2.5 cm into the ventral pancreatic duct. Clear fluid flowed through the stent. The stent was in good position." Reported in midas and supply failure form to inventory specialist. Boston scientific rep notified and plans on coming in to speak with doctor about tome breaking and if this has been a trend.